Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to be torn and leaking 0.19 inches from the nail head, causing corrosion, insufficient batteries and data loss. The internally torn soft cannula is confirmed as the cause of the insulin delivery failure.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 450 mg/dl. As treatment, the patient applied a new pod.